Event description:
A patient had an intradural tumor at the end of the morphine pump catheter diagnosis rule-out granuloma. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).